Event description:
It was reported that the bd vacutainer® one use holder was found with sharp molding defects on it after the blood collection. The following information was provided by the initial reporter, translated from japanese to english: "after blood collection, hcp found the holder was deformed."

Manufacturer narrative:
H.6. Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for damage to the holder with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® one use holder was found with sharp molding defects on it after the blood collection. The following information was provided by the initial reporter, translated from (B)(6) to english: "after blood collection, hcp found the holder was deformed."